Event description:
It is reported that a customer has insulin leaking from the reservoir of their insulin pump. The patient's blood glucose level was at 63 mg/dl. The customer states that the issue happens every time the customer changes the reservoir set. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.